Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon receipt the monitor was unable to power on. The j2005 connector on the aux pca and the aux pca was found to have corrosion, causing the inability to power on. The root cause of the corrosion on the j2005 connector and the aux pca was unable to be positively identified but is likely due to ingress of an unknown substance. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor would not power on. The patient was issued a replacement monitor.